Event description:
It was reported patient underwent an ankle procedure utilizing the compression targeting device and static/dynaic sheath on (B)(6) 2012. During the procedure the sheaths would not fit onto the targeting device resulting in the sheath falling to floor. The surgeon finished the procedure without the reported device resulting in a delay over thirty minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Product identification to review device history records was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01330/01331).

Manufacturer narrative:
This follow-up report is being filed to relay additional information and device evaluation, which was unknown at the time of the initial medwatch. Dimensional evaluation found shaft to be oversized and out of round at the tip. It is clear that the part had been used before based on the wear marks along the entire shaft. This would indicate that the out of round condition and apparent diameter flare occurred due to wear and after use. (This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01330-1/01331-1).